Manufacturer narrative:
The subject device was returned to olympus medical system corp. (Omsc) for evaluation. On august 24, 2018, it was found that the cutting knife was broken off at 1mm from the distal end. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Because the cutting knife contacted the tissue at a point during cutting the tissue, the electric discharge occurred; a part of the cutting knife became extremely hot and weak then the cutting knife broke off due to the load. The instruction manual of the device has already warned as follows: aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip.

Event description:
During an unspecified procedure, two kd-620qrs were used. It was reported that the user could not extend the cutting knives of two kd-620qrs. The intended procedure was completed with another device. There was no patient injury reported. On august 24, 2018, it was found that the tip of the cutting knife of the first kd-620qr was broken off. This is the first one of two reports regarding the falling off of the tips.